Event description:
Rep sent in a usage sheet that showed expired product was used in the case. The date of the case was april 8th, 2025 and the product expired on march 31st, 2025. No patient harm was reported and the patient was not under anesthesia longer than originally anticipated. We did notify the rep on 3/11/25 that the product was about to expire and requested for it to be returned.